Manufacturer narrative:
Continuation of d10: w1tr01 ipg doi: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post generator change out the right ventricular (rv) lead and the left ventricular (lv) lead were not I nserted in the connector confirmed on x-ray. The implantable pulse generator (ipg), lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited low impedance. The previously capped lv lead was connected to the newly implanted cardiac resynchronization therapy pacemaker (crt-p).

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited low impedance. It was further noted that the rv lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high impedance. The previously capped lv lead was connected to the newly implanted crt-p.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.